Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd july 2025, it was reported by an arthrex's employee via email that for an ar-1920sf, suture anchor, corkscrew® 5 mm x 15.5 mm with #2 fiberwire® and #2 tiger wire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another brand products. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1920sf batch 15203467 was received for evaluation. Visual inspection of the received device noted that the anchor is securely attached to the sutures. No damage was observed on the inserter or handle. Further evaluation was conducted by measuring the anchor according to drawing c1987 at revision 5: overall length. 610 +.020/-.000 inches. Results: 0.617 inches. The device is within the tolerance. Functional testing was not performed; however, the sutures attached to the anchor were moved without any resistance. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and/or prying/leveraging the device during use. Conclusion: the anchor and or other components were not broken or damaged; however, the anchor was received outside of the shaft, which may be the basis for the reported allegation of breakage.